Manufacturer narrative:
The site has reviewed and re-annotated pt images scanned during this time. Svc corrected the misconnection and no other image flip issues have been reported. Test procedures for geometry verification that allow determination of the proper x-y-z-gradient are included in svc documentation.

Event description:
Customer reported pt images were right-left flipped. This incident has been identified to be specific to this site, as it resulted from misconnection of 2 gradient cables following svc troubleshooting. No injury or misdiagnosis has been reported.